Event description:
The subsidiary site reported that during preventative maintenance (pm) of the device, the power supply failed. This occurred during perfusion system training. Since the event occured during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.